Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the returned product identified the tip to be fractured and not all the pieces were returned the item and lot number is etched on the part but it is small so a magnifying glass was used to visually verify the item and lot number. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g7, h1, h2, h3, h4, h6, h10 visual examination of the provided picture identified the tip of the device is fractured. As the device was not returned, no further examination can be completed. Device history record was reviewed and no discrepancies were found. It is noted that the device is a single-use device and was previously used. However, as it is unknown the number of previous uses, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the product was found to be fractured. The issue was found during an inspection. There was no patient involvement.